Event description:
It was reported to medtronic neurosurgery that the lumbar catheter's tip was noticed to be broken at the time of insertion into the pt. The facility was able to get another and continued with the surgery. It was also reported that the pt is doing fine.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the mfg records was also not possible as a lot number was not provided.